Event description:
The following is based of a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2001, the pt underwent exploratory laparoscopy, adhesiolysis, and partial vaginectomy for the treatment of persistent vaginal cyst. On (B)(6) 2003, the pt was implanted with a bard/davol flat mesh during an exploratory laparotomy, exploratory colpopexy, halban enterocele repair, posterior colporrhaphy, and lysis of adhesions. On (B)(6) 2003, the pt underwent examination under anesthesia due to possible concern about potential graft erosion due to the fact that the pt's vagina was so thin when the graft was originally placed. There was no evidence of graft erosion on vaginal inspection, vaginal exam digitally or rectovaginal examination.

Manufacturer narrative:
The info provided is limited at this time. Currently, it is unk whether the device may have caused or contributed to the reported event. A mfg review was performed and found no evidence of a mfg related cause. If add'l info is obtained, a f/u MDR will be submitted.